Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmissions. It was noted that the implantable cardioverter defibrillator exhibited far p-wave oversensing, which led to inhibition of pacing. Programming changes were discussed. No patient symptoms were reported.

Event description:
New information states that the patient presently remotely with noon sustained oversensing episodes. The clinic previously tried to program around the oversensing. New programming changes were discussed. No patient symptoms were reported.